Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported bolus not delivered issue. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient tried delivering a bolus after lunch and does not believe the bolus was delivered. The patient's blood glucose level was not reported.

Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the day of 20jan2026 was downloaded and reviewed. Review of the cloud data found that multiple boluses were delivered and confirmed completed on 20jan2026. Review of the patient history buffer data found that the total pulses delivered count tracked by the pod correctly incremented based on the total bolus volume after delivery of each bolus, indicating that each bolus recorded was successfully delivered. Though no issues were observed in the cloud data, it could not be determined if attempts were made to program and deliver a bolus that were unsuccessful and did not record to the cloud. The exact cause of the reported event could not be determined.